Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 10 months. (B)(4).. The pump was not returned for evaluation as it was not explanted, and an autopsy was not performed. A correlation between the device and the reported infection, sepsis and intraparenchymal hemorrhage could not be determined. The instructions for use lists pump pocket infection, sepsis, stroke, and bleeding as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 due to sepsis. The patient had reportedly developed a non-healing pocket infection and the pump eventually protruded through his sternum (dates unspecified). The patient had been residing in a long term nursing facility due to his extreme deconditioning. He developed a fever and was vomiting, and was transferred to the hospital for further evaluation. In the emergency room, the patient was found to have an acute intraparenchymal intracranial hemorrhage, which was felt to be likely spontaneous in the setting of a supratherapeutic inr. A neurosurgery consultation was obtained and the patient's coagulopathy was reversed and keppra was started. The patient remained on ciprofloxacin and doxycycline, and meropenem was discontinued while daptomycin was added to treat the multidrug resistant pocket infection and bacteremia. The patient remained stable from a neurologic standpoint. The patient and his family were seen by the palliative care service and his poor prognosis was discussed in great detail with the entire lvad team. The patient decided that he wanted to pass away in the hospital and wanted to withdraw lvad support. On 07/24/2015, the patient was given sedation as well as anxiolytics and his lvad was turned off. He expired that same day.